Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted the sample probe position at the incubation ring. Quality controls were run, resulting within range. The cause of the discordant, falsely low afp results is unknown, as the samples resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low alpha-fetoprotein (afp) results were obtained on two patient samples on an advia centaur xp instrument. The discordant results were not released to the physician(s), as they did not match the patients¿ clinical history. Patient sample 1 was repeated on the same instrument, resulting higher as expected. Patient sample 2 resulted as expected on neat runs and repeat dilution on the same instrument. The discordant result was obtained on first dilution. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low afp results.